Event description:
The customer initially reported that their device was showing its service wrench indication. After an evaluation by physio-control, it was observed that the device was locking up. In this condition, the device would not have the ability to perform any critical functionality. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.